Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 320 mg/dl. Customer states that they received a blank display. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window and reservoir tube window corners, and a cracked belt clip slot.